Manufacturer narrative:
The customer¿s report of a leak from a crack in the IV tubing was confirmed. Visual inspection under magnification showed a small, rough-edged tear/crack in the tubing approximately 1.5 feet downstream from the proximal end of the set. The root cause of the crack/tear could not be identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a crack and a leak in the tubing during an infusion. There is no report of patient harm.